Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a pocket hematoma about one week after the device implant procedure. The pocket was revised to resolve the hematoma and the device remains in use. No further patient complications have been reported as a result of this event.